Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow buttons were intermittently unresponsive for about a week or two. The patient alleged that a tear developed over the down arrow button due to the force need to elicit a response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation the up, down, and contrast buttons were found to be intermittently responsive. A tear was found over the down arrow button and contamination was found under all keys. A crack was found along the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.